Event description:
It was reported that a pump alarmed for a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 105. It was determined that the alarm was caused by the failed motor. The motor assembly has been replaced.